Event description:
It was reported that the patient was unable to adjust their stimulation. It was noted that the patient got a ¿call your doctor¿ icon on their programmer. It was noted that the patient saw the same icon on their screen 3 nights prior to the report but they could not recall if there was a letter code associated with the message. It was noted that the patient had not felt stimulation in 4 nights and they couldn¿t connect with their programmer to turn the therapy on or check it.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).